Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome. The patient reported that his ins battery was dead and his wife said it should be removed. The patient reported that his previous healthcare provider (hcp) told him the battery would last about 10 years and the patient reported ¿here we are¿ and now it wouldn't take a charge. The patient reported that he had a major disc replacement surgery and ever since then things got a lot better and the ins had been a ¿dead horse¿ in him because he didn't need it. The patient reported that he had an appointment with his current hcp on (B)(6) 2017. No complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.